Manufacturer narrative:
E1: initial reporter phone: (B)(6). The promus premier ous mr 12 x 3.50mm device was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube shaft. No issues were observed with the outer or mid-shaft sections, or with the inner lumen of the device. The stent struts were found to be kinked toward the distal section of the stent, as confirmed by both visual and microscopic analysis. The balloon cones were inspected, and no abnormalities were noted. The balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. The stent was properly positioned between the proximal and distal markerbands. The bumper tip showed no signs of damage. Microscopic examination of both the distal and proximal markerbands confirmed that no damage was present. Leak testing was conducted by attaching the device to an inflation aid and an encore inflation device. During the attempt to inflate the balloon, leakage of inflation liquid was observed from the distal balloon cone. While the proximal balloon cone and stent struts began to expand, a pinhole leak was identified approximately 3 mm distal to the distal markerband. The encore device was verified before and after use using a druck gauge. No additional issues were identified during the returned product analysis.

Event description:
Reportable based on device analysis completed on 24sep2025. It was reported that the balloon was leaking gas occurred. The target lesion, with 80% stenosis and localized calcification, was located in the right coronary artery. A 2 x 3.50 mm promus premier drug-eluting stent was selected for use. No visible pinholes were observed on the balloon material or along the shaft of the device. However, a leak was noted originating from the tip of the device. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable throughout. However, returned device analysis revealed a balloon pinhole to the distal markerband.